Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A study titled ¿bicompartmental (uni plus patellofemoral) versus total knee arthroplasty: a match-paired study¿ by a. Biazzo, f. Silvestrini, a. Manzotti, and n. Confalonieri published online on 13 april 2018 in musculoskeletal surgery (2019) 103:63-68. Patients were grouped into treatments of bka vs tka that were performed between march 2010 and january 2016 with follow-up for complications that occurred as a medium of 34-38 months. The purpose of the study was to determine whether bka is a good alternative to tka. Implants used in the bka group were noted to be sigma partial knee (depuy) in association with pfj (depuy). A patella arthroplasty was not performed. Competitor implants were used in the tka group. Adverse events noted: 2 manipulations under anesthesia for knee stiffness, 1 patella resurfacing, 1 scar dehiscence treated with vac-therapy, 1 failure of aseptic loosening of unknown implant treated with tka.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. No loosening condition was observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.